Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an out of box failure of the scroll compressor, it is not pumping. There was no patient involvement .

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected field: d9, h3, h6 (type of investigation, investigation findings and investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings. Component codes and investigation conclusions). Corrected field: e1 (event site name). Due to character limit in block e1 event site full name is (B)(6). The customer has not requested for getinge to evaluate the unit for the reported malfunction. Per the customer, a new compressor was installed. The unit passed all tests per factory specifications. The iabp was returned to service. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: pn: 0119-00-0236 sn: (B)(6) compressor scroll. This part was received with a reported unit failure message of not pumping. Performed visual inspection of this part received and part looks in good condition. Installed compressor scroll into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Pumped the cardiosave test fixture and heard abnormal noise comes out from compressor scroll. Compressor scroll failed testing. The fat dept. Verified the failure message of abnormal noise from compressor scroll and not pumping. Retaining compressor scroll in the fat dept. Per procedure 0002-07-d008 rev as. The most probable root cause is a manufacturing or shipping issue.

Event description:
N/a.